Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is pain, loss of a cup size, and suspected seroma fluid. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain, loss of a cup size, and suspected seroma fluid. Device remains implanted.